Manufacturer narrative:
As only a partial piece of the router tip was returned measurement and evaluation of the returned piece was not possible. The root cause of the router breakage in this case could not be determined.

Event description:
It was reported that during a surgical procedure, the router broke at the tip. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the router broke at the tip. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up device.